Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. It was noted when the physician had the sheath in the superior vena cava (svc), and was attempting to remove the j-wire to swap for the pigtail rf wire, the j-wire could not be retracted (approximately 5cm of wire showing out of the end of the sheath). The physician was unable to move the dilator on the guidewire, hence the sheath/dilator/wire were removed from the body as one system without harm. The guidewire was forcefully removed from the dilator. The troubleshooting outcome is unknown. No patient complications occurred. The device is expected to be returned for analysis. It was further advised the physician added curve onto the sheath/dilator. This was prior to inserting the wire into the sheath. There were no visual issues noted on the guidewire. It was tracked up into the patient anatomy but the patient anatomy was not tortuous. The guidewire remained in one piece and able to stretch freely.